Event description:
It was reported that the subject coil became prematurely detached within the microcatheter. The coil could not be retrieved; therefore, it was pushed into the aneurysm using the guide wire and subsequently deployed. No patient harm was reported.